Event description:
It was reported that the user received a ¿glucose falling quickly¿ alert on the ilet pump, with a blood glucose of 77 mg/dl trending downward and subsequently 68 mg/dl; the user¿s spouse confirmed the values and provided fast-acting oral carbohydrates per troubleshooting and education. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and planned follow-up to confirm rising glucose. Investigation included complaint intake and user education on acute hypoglycemia management. Investigation of this case revealed no device malfunction identified at the time of the report and the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.